Event description:
Philips received a complaint on an avalon toco+ mp transducer indicating that the toco probe is not functioning. Notes indicate an impact of wrong values produced. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomed. The results of the analysis confirmed the probe was not functioning. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty toco probe. A replacement toco probe was sent to the customer to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.